Event description:
It was reported that some contacts on patient's implantable neurostimulator (ins) and leads were showing >3600 ohms. Five days later it was also stated that there were no lead fractures, but impedances were still > 3600 ohms. It was noted that higher amplitude impedance testing could not be performed due to the ins model. There was no resolution, as the patient was receiving desired stimulation and was happy with ins system so far. No intervention was needed. The patient was getting stimulation coverage in low back <(>&<)> legs.

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3487a, lot # va03qzd, implanted: (B)(6) 2012, product type lead; product ID 3487a, lot # va03qzd, implanted: (B)(6) 2012, product type lead. (B)(4).